Event description:
Customer reported that he changed the bolus rates but that the insulin pump still showed 10 units. Customer had received a recall letter. Because of the issue, customer had accidentally delivered 10 units of insulin. The blood glucose reading was 190 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked belt clip slot, a cracked reservoir tube lip and scratched reservoir tube window.